Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of bvvi was confirmed. A telemetry transmission fault is believed to be the cause of the bad write, and the bvvi was a direct result of the bad write. ICD returned in original packaging.

Event description:
It was reported that prior to implant, while still in the box, shortly after interrogation the programmer screen showed the notification of backup status. The device was not implanted.